Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient initially stated at the beginning of the call that her recharger was not working. The patient was walked through some troubleshooting with the recharger and verified that the recharger is connecting to the ins and reading the ins battery as full. Patient stated her ins was off. The patient was instructed to turn ins back on with her recharger and patient stated she could feel stimulation a little. Patient then stated that she noticed her ins is shutting off by itself since (B)(6) 2017 and (B)(6) 2017. The patient was then instructed to connect with programmer and programmer also showed ins battery as full. It was recommended that the patient connect with her doctor regarding her ins shutting off by itself. Patient stated that she has an appointment with local manufacturing representative (rep) on friday. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's "activity level" was turned up to high thus their device died sooner than normal. The patient called a representative and they resolved the problem- the issue had been resolved. No further complications reported.